Manufacturer narrative:
Continued from concomitant medical products: product ID: dtma1q1 crt-d, date of implant: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, that it was double-counting the wide-complex arrhythmia (slow ventricular tachycardias [vts]), causing them to be detected as ventricular fibrillation (vf) and therapy was delivered. The lead remains in use. No further patient complications have been reported as a result of this event.